Event description:
It was reported that the customer delivered a bolus before it was noticed that the pump settings were units and not grams. Customer's blood glucose level was impacted (low). During troubleshooting with tandem technical support, customer changed the settings successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.